Manufacturer narrative:
As reported, the patient had right sided abdominal pain post-implant of 3dmax mesh and approximately one year later underwent an additional surgery and was implanted with a non-bd mesh. Contact reports pain on the left side, however it is less severe. Contact information was not provided as such requests for additional information cannot be made. Based on the information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative pain. Pain is listed in the adverse reactions section of the instructions-for-use supplied with the device as possible complication. A review of manufacturing records was conducted and shows the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. This emdr represents the 3dmax right mesh (device 2). An additional emdr was submitted to represent the 3dmax left mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported by patient via ansm report (n° r2601107): "I had my first surgery on (B)(6) 2023, for a left and right inguinal hernia. A becton dickinson 3dmax mesh was placed on each side of my abdomen. Following pain on the right side, I underwent a second operation on (B)(6) 2024. A cousin bioserv biomesh plate was placed, but the pain is still present on the right side. There is also pain on the left side, but it is less severe." On (B)(6) 2023, the patient underwent bilateral inguinal hernia repair by laparoscopic approach (mhj) and implanted with 3dmax mesh left and right. On (B)(6) 2024, a lichtenstein biomesh a2 plate was implanted. Current patient status: nr. Actions taken at the healthcare facility to treat the patient: nr. This report represents device #2 (3dmax-right).